Manufacturer narrative:
The event occurred on an unspecified date of (B)(6) 2022. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green cap (patient line pull ring) of an amia automated pd cycler set was disconnected and loose within the packaging. This occurred during set up of the device for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.